Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the (B)(4) (return instrument test / evaluation) (B)(4) test. The pal evaluated the device. Ground bus resistance was measured and found to be within ground bond specifications. The assignable cause for (B)(4) test failure - ground bond was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a homechoice (hc), the baxter product analysis laboratory determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.